Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula and determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 350 mg/dl while wearing the pod. When removed from the infusion site, the pod's cannula was found bent. Symptoms reported include headaches and nausea. The patient was placed on an intravenous therapy of fluids and insulin. The patient was released the next day.